Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that after an implantation time of approximately 138 months, episodes of noise were noted. Lead fracture was confirmed by testing and x-ray. The lead was explanted and replaced.